Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) unit of part number 21-7302-24 and one (1) unit of part number 21-7047-24 were received with their original packaging and in unused condition. Two (2) units of part number 21-7047-24 were received without their original packaging, in used condition, and decontaminated. Additionally, a bard miniloc, two (2) equashield luer locks, and a clave connector were received in their original packaging and in unused condition. No damage or dysfunctional conditions were observed on any of the components during visual inspection. No leaks were detected on any of the units during functional testing. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.